Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to the CPAP device's sound abatement foam. The user alleged visualization of particles in tubing/chamber. The patient alleged lightheaded, dizzy, shortness of breath, sore throat, cough. There was no report of serious or permanent patient harm or injury. Section g.3 is updated in this follow-up report. Section h. 6 was missing in previous report, which is now updated with health effect - clinical code: 4457, 1816, 2396, 2194